Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient did not horizontal aorta. During the procedure, the device was implanted with a depth of 3.5mm. Post implant the device migrated with a final implant depth of 8mm. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. A valve in valve procedure was performed with a new 29mm navitor valve. There was paravalvular leak (pvl) at the following times: after the first valve migrated: moderate pvl, after the valve-in-valve: pvl more than > mild. A post-dilatation performed due to paravalvular leak (pvl) from both the first and second valve which was trace at the end of the post-dilatation. The patient is stable.

Manufacturer narrative:
An event of the valve migrating after implant and perivalvular leak was reported. Information from field indicated that there were no intra-procedural difficulties, no deployment difficulties, the initial implant depth was 3.5mm, and there was sufficient calcium to allow anchoring of the device. No information was received regarding valve sizing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a cause could not be conclusively determined for the reported migration and perivalvular leak.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information na.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient did not horizontal aorta. During the procedure, the device was implanted with a depth of 3.5mm. Post implant the device migrated. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. A valve in valve procedure was performed with a new 29mm navitor valve. Post implant of the second valve, a post-dilatation performed due to paravalvular leak (pvl). The patient is stable.